Event description:
The customer reported a loud popping noise followed by poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and the x-ray tube. System operates as intended. (B) (4)